Manufacturer narrative:
The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were completely non-functional. However, it worked properly with foot switch assembly. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch records review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during an unk procedure, the device stopped working. Another device was used to complete the case. There were no adverse consequences to the pt.